Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined the cause of discordant, falsely elevated results was due to pinch valve malfunction. The cse replaced the pinch valve and ran quality controls and calibrations, which resulted within range. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them as they did not match the patients' clinical pictures. The samples were repeated on an advia centaur cp instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The initial MDR 2432235-2014-00501 was filed on september 09, 2014.(B)(4).

Event description:
After the physician(s) questioned the elevated troponin results, the customer repeated the samples on the same instrument after cleaning and priming the system, and the results remained elevated. The customer then repeated the samples on a new lot of troponin, and results were lower. Quality controls were biased high for both repeats. The customer did not report the repeat results.